Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor detached from the needle. Customer's blood glucose level was unknown. Advised sensor would be replaced.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.